Manufacturer narrative:
(B)(4). Product evaluation in progress.

Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 100 to 105 mg/dl. Customer feels well and did not observe any symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Comparing blood glucose test results from brother's meter to trueresult meter. Back to back blood test produced test results of 83 mg/dl using brother's meter and 50 mg/dl using trueresult meter. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 88 mg/dl and 90 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 09/29/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (date / time not set): (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user's test strip had a poor fill.

Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 100 to 105 mg/dl. Customer feels well and did not observe any symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Comparing blood glucose test results from brother's meter to trueresult meter. Back to back blood test produced test results of 83 mg/dl using brother's meter and 50 mg/dl using trueresult meter. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 88 mg/dl and 90 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 09/29/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (date / time not set): 47mg/dl, (B)(6) 015 07:36am. 91mg/dl, (B)(6) 015 07:25am. 35mg/dl, (B)(6) 2015 08:30am. 95mg/dl, (B)(6) 2015 09:25am. 53mg/dl, (B)(6) 2015 08:05am. Adverse event not reported.